Event description:
It was reported that the device had a beeping error and the pump could not start with air-in-line while in use with patient. There was no patient/clinical harm.

Manufacturer narrative:
E1: phone number ext. (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) confirmed high alarm displayed. Functional and visual tests were done, but the reported issue could not be duplicated. The probable cause of the issue could be intermittent failure on air detector. The air detector will be replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.